Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter tip is frayed. The following information was provided by the initial reporter: material no.: 381511 batch no.: 9113917. It was reported the catheter tip was frayed. Verbatim: lot number: 9113917 for two of the complaints (second complaint, nurse said IV was placed but poking out of the skin, when removed the tip was frayed).

Manufacturer narrative:
H.6. Investigation summary: bd received one used 24ga insyte autoguard unit in an opened package from catalog number 381511, lot number 9113917. Through the visual/microscopic examination there were no bends, crimps, holes, kinks, splits, or wrinkles nor the characteristic v shape of a spear thru in the catheter tubing of the returned unit. The catheter tip grading was found acceptable. A device history record review showed no non-conformances associated with this issue during the production of this batch. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter tip is frayed. The following information was provided by the initial reporter: material no.: 381511, batch no.: 9113917. It was reported the catheter tip was frayed. Verbatim: lot number: 9113917 for two of the complaints (second complaint, nurse said IV was placed but poking out of the skin, when removed the tip was frayed).